Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed out the cartridge, tubing, and site. Subsequently, the occlusion reoccurred. The customer's blood glucose level was in the 200's mg/dl. The customer changed the supplies a second time and delivered a correction bolus. As the event occurred in the past, troubleshooting was unable to be performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed out the cartridge, tubing, and site. Subsequently, the occlusion reoccurred. The customer's blood glucose level was 200 mg/dl. The customer changed the supplies a second time and delivered a correction bolus. As the event occurred in the past, troubleshooting was unable to be performed.